Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had moisture damage to the keypad traces, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, and a cracked case near the display window corners.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. It was also reported that the customer had a heart attack and kidney failure. Customer's blood glucose levels at the time of hospitalization 1100mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 229mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.